Event description:
It was reported that this device exhibited a battery depletion (bd) error. Remote analysis confirmed that the data which led to the error message has been overwritten. The battery voltage is now normal. It is most likely that the bd error was false. Technical services sent the data to the caller. There is no impact on therapy. There were no adverse patient effects reported. The device remains in service.